Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Upon visual inspection of the picture, the sample was found ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/7/19, this information was mistakenly omitted from the initial report: per the physician, the complaint device was too ruptured to be successfully decontaminated and returned. No analysis of the actual device can take place, but a photograph was provided. The photographic analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture. Concomitant products: 300cc mentor memorygel breast implant (catalog #: 3503004bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient noticed change in the shape and feeling of the right breast over the past several months. As a result, the patient underwent bilateral replacement with two 350cc mentor memorygel breast implants (catalog #: 3503504bc, serials # (B)(4)) on (B)(6) 2019.